Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the doctor is requesting the moss miami retirement system, to remove two screws that is currently injuring the nerve of the patient's spine. The patient has 10 screws and it is necessary to remove 2 and be replaced by two others, and the patient has several years of surgery. However, as it is a legacy system of depuy and in panama, this instrument is no longer available, it was returned by the distributor more than 10 years ago that is not in panama. The retirement system that was in puerto rico was destroyed and the one we have in colombia can not be exported due to issues of logistics and laws of the country. Currently we do not have an answer to give the doctor regarding the screw removal system. Procedure: unknown, the following surgery for its removal has not yet been scheduled due to the lack of confirmation of availability of a removal system for the screws. Product information: code and lot: unk. Complaint is being registered late, since the j&j alert date is (B)(6) 2018 and the sales rep sent it to us on 15/may/2018.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: health effect - impact codes added to complaint. Investigation summary: the reported unknown screw was not returned to the complaints handling unit (chu) for evaluation. It was noted that the reported product is still implanted and is not available for evaluation. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per work instruction. There was an adverse event with no reported product problem. Based on the information provided we could not confirm if the reported device contributed to the adverse event. No corrective and preventive action (CAPA) is necessary now as no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. Device history lot: the exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.